Event description:
It was reported that the depth gauge has to be inserted in the drilled hole with a retracted tip, otherwise the tip of the depth gauge could be directed in a wrong direction.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that angled depth gauge was alleged of issue s-30 (not functional) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the currently available information, the root cause can be attributed to a user related issue. The op tech states that ''make sure the metal tip is pulled back (retracted) prior to inserting through the screw hole¿. Hence there might be a possibility that metal tip was not pulled back by the surgeon. The operative technique ((B)(4)) was reviewed: ''make sure the metal tip is pulled back (retracted) prior to inserting through the screw hole.'' The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: ''important information for doctors and or staff for detailed information concerning the identification of the product (such as associated implant, cat. No.) Please refer to the marking on the product and/or the labeling on the package. Ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument'' therefore, nc no has been raised. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the depth gauge has to be inserted in the drilled hole with a retracted tip, otherwise the tip of the depth gauge could be directed in a wrong direction.